Event description:
The physician reported that the cause of death was probable sudep.

Event description:
Follow-up with the physician showed that the date of death was (B)(6) 2014. The patient was found face down, and an autopsy was not performed. The patient was last seen on (B)(6) 2013, and settings and diagnostics from this visit were provided. Follow-up with the funeral home showed that the facility was unaware that the patient was implanted with a medical device; therefore the device was likely not explanted prior to burial.